Manufacturer narrative:
(B)(4). UDI related data quality updates only corrections to reflect gudid: section d1: brand name updated to fisher & paykel healthcare section d2a: common device name updated to breathing circuit section d4: lot number and UDI details were not provided by the healthcare facility section g1: contact person updated to mr. (B)(4). Method: the subject mr290v vented autofeed humification chamber was returned to f&p healthcare in new zealand where it was visually inspected and analysed. Results: visual inspection of the returned mr290v chamber confirmed the crack, which ran horizontally along the base of the chamber dome. The spike tip of the water feedset was observed to have broken off. Additional analysis of the water feedset spike did not identify any material changes that would have contributed to the observed defect. No damage was found to the top of the dome or the chamber base. Conclusion: we are unable to determine the cause of the damage to the humidification chamber. The mr290v chambers are designed and tested to conform to iso 5367 breathing tubes intended for use with anaesthetic apparatus and ventilators. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure." - "do not use the chamber if the seals are not intact when received, or if it has been dropped."

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel (f&p) healthcare field representative that a mr290v vented autofeed humidification chamber provided in a rt266 infant dual-heated evaqua2 breathing circuit was found cracked and leaking water during patient use. There was no patient consequence reported.

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel (f&p) healthcare field representative that a mr290v vented autofeed humidification chamber provided in a rt266 infant dual-heated evaqua2 breathing circuit was found cracked and leaking water during patient use. There was no patient consequence reported.

Manufacturer narrative:
(B)(4) method: the subject mr290v vented autofeed humification chamber was returned to f&p healthcare in new zealand where it was visually inspected and analysed. Results: visual inspection of the returned mr290v chamber confirmed the crack, which ran horizontally along the base of the chamber dome. The spike tip of the water feedset was observed to have broken off. Additional analysis of the water feedset spike did not identify any material changes that would have contributed to the observed defect. No damage was found to the top of the dome or the chamber base. Conclusion: we are unable to determine the cause of the damage to the humidification chamber. The mr290v chambers are designed and tested to conform to iso 5367 breathing tubes intended for use with anaesthetic apparatus and ventilators. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure." - "do not use the chamber if the seals are not intact when received, or if it has been dropped."

Manufacturer narrative:
(B)(4). The subject mr290v vented autofeed humidification chamber has been requested to be returned to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel (f&p) healthcare field representative that a mr290v vented autofeed humidification chamber provided a rt266 infant dual-heated evaqua2 breathing circuit was found cracked during patient use. There was no patient consequence reported.